Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter head perforated into right side lumbar vein, tilted and embedded in wall of the inferior vena cava. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The patient was diagnosed with pulmonary embolism; however, the current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, eleven months of post-deployment, a filter removal procedure was performed. Using sonographic guidance, a micropuncture needle was inserted into the right internal jugular vein, and using the usual seldinger technique, a 5-french sheath was placed. This was initially up-sized to a 6-french vascular sheath. A wire was negotiated into the inferior vena cava below the filter device. A 5-french multi-side hole pigtail catheter was placed below the filter and inferior vena cavogram performed. This showed an approximate 30-40% tilt of the filtration device, apex to the left and posterior. The head of the device was located in the confluence of the left renal vein with the inferior vena cava. The two extended arms on the right side of the device, seem to be located within a right-sided lumbar vein. There was no evidence of significant clot within the inferior vena cava or within the device itself. Given the angulation of the device, the inferior vena cava wires and sheaths did not come near the head of the filter. Several different techniques were attempted to straighten the filter. As such, a 10- french vascular sheath was placed and a sos catheter was used to attempt to engage the filter head. This was repeated with a 10 mm and subsequently 20 mm loop snare device. Ultimately, there were all unsuccessful. Then, a micropuncture needle was advanced into the common femoral vein and a 0.018-inch guidewire inserted. A 5-french micropuncture sheath was placed which was subsequently upsized to a 7- french vascular sheath. Again, the head of the filter was attempted to snare using a snare device and a sos catheter. But could not be able to straighten the device. Then the device was straightened using a 7-french balkan sheath from the femoral vein and extended gentle upward pressure, straightened out the device. This made the engagement of the device with the recovery cone possible. After numerous attempts to snare the filter head with the recovery cone, it was successful. But after numerous attempts to recover the device using this technique, it was unsuccessful. During the snare attempts, it was indicated that the filter legs and arms have become significantly endothelialized, such that the device could not be removed. The procedure was terminated. Around, ten years and six months later, a computed tomography venogram of the abdomen reported that there was no clot inferior to the inferior vena cava filter, there was small venous thrombosis just superior to the inferior vena cava filter. On an unknown date, the patient was diagnosed with extensive bilateral pulmonary embolism. Around, one month and thirteen days later, the patient was diagnosed with pulmonary hypertension. Therefore, the investigation is confirmed for the filter tilt and retireval difficulties. Additionally, it can be confirmed that the patient experienced pulmonary embolism and thrombus above the filter post deployment. However, the relationship to the filter is unknown. However, the investigation is inconclusive for the perforation of the inferior vena cava (ivc). The definitive root cause could not be determined based upon available information. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: g4. H11: h6 (results, conclusion).

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted, struts perforated into right side lumbar vein and embedded in wall of the inferior vena cava. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The patient was diagnosed with pulmonary embolism; however, the current status of the patient is unknown.